Event description:
It was reported that during a laparoscopic cholecystectomy procedure, did not fire at all. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Feeder shoe damaged with clip present in device the analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired however; no clips were fed into the jaws. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the feeder show was noted to be damaged; leading the finding issues. Nine clips were found on the clip track. It could not be determined what may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.